Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed the reported symptom of failed downstream occlusion testing could not be reproduced. The device was operating within specification.

Event description:
It was reported that a pump failed downstream occlusion preventative maintenance testing. It was also reported that ther was no patient involvement.